Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. The patient was asymptomatic. No intervention was performed. No further information was available.